Event description:
It was reported that the customer experienced 5 hypoglycemic episodes with blood glucose readings in the 50 and 60 mg/dl range. The customer stated that he thought the issue was due to his not eating. He also reported receiving reservoirs with transfer guards cracked. He was unsure whether the box had been stepped on and was advised that the supplies be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Eleven sealed reservoirs were evaluated and were found broken.